Event description:
It was reported externalized conductors were observed. No electrical anomalies were noted aside from a slight increase in thresholds. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.